Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg was replaced after 23 months of use. Without patient's parameters and implant date it is unknown if the ipg reached normal end of life.

Event description:
Additional information received the ipg was replaced on (B)(6) 2014.